Event description:
A pt reported experiencing inaccurate low results with a meter. The pt's blood glucose results were 255mg/dl, 48mg/dl. Tests were done within <10 mins with a difference of 121%. Pt did not experience any adverse events. No further info has been reported.